Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: customer reports that at the beginning of the procedure, the end of the device (which contained a blade) broke off inside the patient. The piece was retrieved. No information related to patient available. No patient injury or ill-effects. No medical intervention required. No unanticipated tissue loss, tissue damage or bleeding. No extension to surgical time required. The device is being returned for evaluation.